Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that there were two transistors on the unit that were shorted. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the imaging system, the power conversion board on the system would not power down correctly. There was no patient present when this issue was identified. No additional information was provided.